Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt who underwent a trial period in 2010 developed an epidural hematoma which required emergency surgery, and resulted in prolonged hospitalization and a long recovery process.